Event description:
It was reported that an ilet pump became unresponsive and would not power on or wake, despite placement on two separate charging pads that showed green indicator lights and functioned with another device; the user noted recent pool exposure with splashes. Symptoms included hyperglycemia. Outcomes included a switch to backup therapy and shipment of a replacement pump, with instructions to shut down the device, return it with a provided label, and restart therapy on the replacement; the user was advised to continue cgm use via dexcom. Investigation included customer troubleshooting to verify charger function and correct device placement. Investigation of this device revealed a failure to wake or power on consistent with a hardware sleep/wake button or power subsystem malfunction, with potential liquid exposure contributing to damage of the pump housing or internal components. It was concluded, based on previously established findings for similar reports, that the cause was device failure due to suspected fluid ingress leading to power-on dysfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.